Manufacturer narrative:
(B)(4).

Event description:
The patient reported pain all over implantable neurostimulator (ins) site and vagina which was considered sudden. The patient also indicated they had medication change. The patient felt stimulation. The patient stated health care provider turned up stimulation to 3.0 an it was too strong and painful. The patient services had patient use her patient programmer (pp) to check stimulation it was at 2.9. The patient would like to turn it down she turned it down to 2.8 v. She would leave it at that setting. The patient would travel out of the country for a year and would like to find health care provider (hcp) to manage her ins. The patient call back about 4 days later indicated that she started to urinate a lot and put to 2.9 continue to be uncomfortable. Yesterday spoke to hcp and decrease to 2.7 and started to urinate in 30 minutes so increased again to 2.9 v. The patient was given medication for pain. The patient did not think it was working properly. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient was having lots of problems. At first she couldn't handle the stimulation she stated it was at 3.8 volts and it was too high. She couldn't sit, it irritated her vagina, and she was bleeding when she pooped. The patient stated she could not drink water or any liquid or she has to go very often to the bathroom, frequency and she couldn't hold it. The patient stated they lowered her stim and doctor gave her some cream and then the bleeding stopped. Then they gave her another channel. The patient was now on channel 2 at 1.5 volts. She said it was now getting better, she could now hold it for a while. If patient went to bed at 3am she could hold it until 7am.